Event description:
It was reported that a dissection occurred, resulting in additional surgical intervention. An enroute transcarotid neuroprotection system was selected for a transcarotid revascularization (tcar) procedure. Upon arterial sheath insertion, a dissection occurred. The procedure was converted to carotid endarterectomy (cea). The patient was expected to make a full recovery.